Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial allegation. During the evaluation of the device, the service technician observed the power connector was burnt. Additionally, contamination from dust and multiple error codes e053 (comp_log_sem_timeout error), e100(humid_no_heat) were found. The device was returned repaired. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.